Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a periprosthetic fracture involving a triathlon prim bead pa sze4 bp was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the fracture of the tibia intraoperatively during the implantation of the tibial component. A cannulated screw and washer were implanted as a result of the bone fracture. The exact cause of the event could not be determined because further information such as x-rays, patient history, and operative reports were not received. This information is needed to complete the investigation for determining the exact root cause.

Event description:
It was reported that the tibia fractured intraoperatively during implantation of the tibial component on (B)(6) 2103. A cannulated screw and washer were implanted as a result of the bone fracture.

Event description:
It was reported that the tibia fractured intraoperatively during implantation of the tibial component on (B)(6)-2103. A cannulated screw and washer were implanted as a result of the bone fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): hospital policy.